Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 to (B)(6) 2020 with blood glucose of over 500 mg/dl. The customer was treated with intravenous drip and saline because they was severely dehydrated. Customer was in emergency room. Customer was declined to troubleshoot for high blood glucose. Customer stated that auto mode feature was active. The insulin pump will not be returned for analysis.